Manufacturer narrative:
Batch review performed on 19.feb.2021: lot 165747: (B)(4) items manufactured and released on 21-dec-2016. Expiration date: 2021-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017.

Event description:
The patient came in 9 months after the primary surgery reporting pain due to cup impingement with the soft tissue. The cup was in a suboptimal position since the primary surgery. The surgeon revised the cup, head and liner and added a sleeve. The surgery was completed successfully. The only reason the head was revised is because it needed to be downsized to fit dual mobility.